Event description:
Pt admitted to hospital in 2002 requiring emergent surgery for post partum hemorrhage and retained products of conception following a c-section 6 days prior. Pt had the bard 16 french foley inserted at the physician's office prior to admission to hospital. Following an emergent supracervical hysterectomy, the pt was to have the foley removed the next day. Nurse attempted to deflate foley balloon by pulling back on plunger of syringe. He got 4cc of fluid from the balloon. The pt's physician could not deflate the foley either and cut the catheter. No fluid came out. The pt was taken to urology where a guide wire was inserted to deflate the balloon. The foley catheter was removed without further incident.